Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The pump was returned for investigation. No physical damage was noted on the returned product. Data logs were not provided for this case run, and they were also not retrievable from the remote server due to missing console information. The cause of the optical signal issue was not determined since issue was not reproduce on returned product and data log was not provided for this case run. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal unreliable were observed. Despite this issue, the pump remained operational until weaning and explantation. No patient harm was reported.